Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and retunred to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure-1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.